Manufacturer narrative:
Qn# (B)(4). The device history review for the product et tube,cf,7.5 lot# 73c2100752 investigation did not show issues related to complaint. Teleflex will continue to monitor and trend related events.

Event description:
Reported event: the doctor found cuff leakage when using it on the patient. It was changed to a new one. No impact on patient.